Manufacturer narrative:
The device was returned to olympus for evaluation; however, the physical device evaluation is pending. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the connecting tube connector wings break off after a few uses. The issue was found during reprocessing (in the cleaning and disinfecting room). There was no patient or procedural involvement. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the connection tube was damaged. However, the definitive root cause of the broken connecting tube wing could not be determined. Olympus will continue to monitor field performance for this device. It is possible that the connecting tube was broken by external stress on its lock lever through the application of force in the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿preparation and inspection: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the correction to d9. Olympus will continue to monitor field performance for this device.